Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user wearing a dexcom g7 experienced connection issues in which the ilet displayed prompts to connect cgm or enter blood glucose and subsequently indicated a sensor failure; attempts included toggling g6/g7 settings, entering the g7 sensor code, pairing with code 2342, syncing data, and restarting the iphone, after which the user replaced the sensor and proceeded through warm-up until glucose values appeared. Symptoms included absence of cgm data followed by a sensor failure message without adverse physiological effects. Outcomes included restoration of cgm readings and a referral to dexcom for sensor replacement, with no injury, hypoglycemia, hyperglycemia, or hospitalization. Investigation included guided troubleshooting of device settings, communication pairing steps, and confirmation that no dexcom receiver was paired. Investigation of this case revealed a g7 sensor failure that prevented successful pairing with the ilet until the sensor was replaced, consistent with a cgm sensor malfunction affecting the cgm-to-pump communication pathway. It was concluded, based on previously established findings for similar reports, that the cause was a failed cgm sensor leading to unsuccessful pairing rather than a malfunction of the ilet.